Manufacturer narrative:
Retainer ring = black. Device received with stuck button alarm after boot up. Could not clear the alarm because the down arrow button would not respond to button press. Swapped with a test keypad assembly and the buttons responded to presses. Put back the original keypad assembly and the original keypad assembly responded for button presses. No button response and stuck button alarms due to moisture damage on all keypad flex tail traces. Unable to perform displacement test due to motor support cap not on properly from cutting end cap. Off. Device passed sleep current measurement, active current measurement and self test no blank display anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Corrosion in battery tube, corroded force sensor assembly, moisture damage on motor assembly and moisture damage on electronic board stack.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working and found the screen was blank. Customer stated that they changed battery and found button stuck alarm on the screen. The customer stated that the pump has neither been bumped nor dropped. Customer noticed there was moisture in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.